Manufacturer narrative:
Customer's meter was returned for investigation. The complaint was not confirmed and no new issues were observed. All results were within the range specification, and no errors were observed during control solution testing. The reading of 155mg/dl the customer reported was found in the meter memory.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once the product is returned and investigation results are available. Note: the device manufacturing date is unknown.

Event description:
A nurse from a dialysis center reported their patient experienced profuse diaphoresis and loss of consciousness. The patient's blood glucose was tested on their adc meter and a reading of 155 mg/dl was reportedly obtained. When the paramedics arrived, they tested the patient's blood glucose (meter is unknown) and a reported reading of 35 mg/dl was received. It was additionally reported the readings were obtained within a fifteen minute time frame. The patient was treated by paramedics with an intravenous medication (unknown) and then transported to a hospital where they were reportedly diagnosed with severe hypoglycemia. The nurse reported she did not know the medical treatment rendered at the hospital. There was no report of death or permanent impairment associated with this event.

Event description:
Kimberly clark received a complaint indicating that "a part of the suction catheter was seen in the chest x-ray of a preterm baby and was removed by a bronchoscope." It should be noted that the foreign body was not detected from (B)(6) 2009 until the chest x-ray done on (B)(6) 2009. The physician reported the pt's prognosis as "good." Kimberly-clark has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as(B)(4).